Event description:
It was reported that customer received excessive no delivery alarms and requested that insulin pump be replaced due to pregnancy. Insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no excessive no delivery alarm noted. The insulin pump passed prime/a33, displacement and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked battery tube threads.